Manufacturer narrative:
MDR 1219913-2017-00024 was filed on february 2, 2017 regarding a difference in patient values for advia centaur xp vitamin d total compared to an alternate method which led to a difference in the interpretation of the results. February 22, 2017 - additional information a field service engineer went on site and replaced a 3-way valve. No conclusions can be drawn. Siemens continues to work with the customer to investigate this issue.

Manufacturer narrative:
Qc lot 3416771 is running low with reagent lot 63928070. A siemens customer service engineer went on site and found no technical issues. The water that is used on site will be checked. Siemens continues to work with the customer to troubleshoot this issue. The results section of the instructions for use states: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Event description:
Customer observed a difference in patient values for advia centaur xp vitamin d total compared to an alternate method which led to a difference in the interpretation of the results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the difference in vitamin d values.

Manufacturer narrative:
MDR 1219913-2017-00024 was filed on february 2, 2017 regarding a difference in patient values for advia centaur xp vitamin d total compared to an alternate method which led to a difference in the interpretation of the results. MDR 1219913-2017-00024 supplemental 1 was filed on february 22, 2017 with additional information. On may 10, 2017 - additional information: a field service engineer went on site and checked the system and performed calibration runs and qc testing. The cleaning solution valves were changed. No conclusions can be drawn. Siemens continues to work with the customer to investigate this issue.

Manufacturer narrative:
MDR 1219913-2017-00024 was filed on february 2, 2017 regarding a difference in patient values for advia centaur xp vitamin d total compared to an alternate method which led to a difference in the interpretation of the results. MDR 1219913-2017-00024 supplemental 1 was filed on february 22, 2017 with additional information. MDR 1219913-2017-00024 supplemental 2 was filed on may 10, 2017 with additional information. June 2, 2017 - additional information siemens performed a study comparing qc and patient samples between advia centaur vitamin d total reagent lot 134070 (reagent lot used by customer when issue was observed) and lot 134071, a reference lot of reagent. Qc results were in range for both lots of reagents. The results of the patient samples that were tested were all within the same vitamin d status ranges provided in the expected results section of the instructions for use. Additional evaluation of patient data at the customer site showed a bias between two advia centaur xp systems. One of the advia centaurs showed lower results than the other advia centaur and the alternate method. (B)(6). Service was performed on centaur 1 and a precision study was performed after service. Siemens reviewed the precision data before and after service and the %cvs were similar. The assay is performing as expected. No further testing can be performed at the customer's site as the customer no longer uses the assay.